Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv (high voltage) cable was evaluated and repaired. The system was tested and found to be working aas intended and returned to service.

Event description:
The customer reported the fluoroscopic image was "whited" out effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.